Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 03/11/2018 that on (B)(6) 2017 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 180311-000236,180311-000251,180311-000258,180311-000265,180311-000271,180311-000274,180311-000276,180311-000284,180311-000321,180311-000330,180311-000336,180311-000345,180311-000356,180311-000363,180311-000368,180311-000377,180311-000383,180311-000397,180311-000404,180311-000414,180311-000417,180311-000422,180311-000434,180311-000445,180311-000453,180311-000459,180311-000465,180311-000467,180311-000477,180311-000483,180311-000502,180311-000507,180311-000512,180311-000522,180311-000528,180311-000534,180311-000541,180311-000547,180311-000552,180311-000559,180311-000566,180311-000578,180311-000588,180311-000597,180311-000608,180311-000617,180311-000625,180311-000635,180311-000638,180311-000707,180311-000871,180311-000877,180311-000886,180311-000896,180311-000907,180311-000911,180311-000922,180311-000939,180311-000950,180311-000956,180311-000963,180311-000975,180311-000982,180311-000991,180311-001024,180311-001034,180311-001040,180311-001052,180311-001057,180311-001064,180311-001069,180311-001075

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was not confirmed. The probable cause could not be determined.